Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Hospital did not retain device.

Event description:
The patient was admitted for treatment of her right supraclinoid internal carotid aneurysm on (B)(6) 2012. A neuron max was placed in the right ica, where a marksman microcatheter guided a penumbra catheter into the aneurysm. From there, a pipeline stent was placed in the supraclinoid segment. Following this, a penumbra catheter advanced a pc 400 coil into the aneurysm. However, the full coil could not be placed and upon withdrawing , the coil stretched and broke remaining outside of the stented segment. To resolve this, a second pipeline stent was placed with an enterprise stent to ensure no coil fragment was within the lumen of the vessel and that the aneurysm was fully occluded. There were no immediate complications or adverse events related with this procedural device malfunction. The event was reported in the edc (B)(6) 2012 and the procedural report was sent in for confirmation and review. The patient was discharged on (B)(6) 2012 and will be followed at 6- months post-procedure for any additional complications.